Event description:
It was reported that the spinal cord stimulation (scs) patient experienced symptoms of redness and burning at the implantable pulse generator (ipg) site in the left abdomen area due to an infection. The patient also experienced fever and sweating. The physician assessed that the device or procedure contributed to this patient complication. A blood test was done however the results were not available. A culture was not taken however, the patient was placed on antibiotics and was recovering.